Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed labels and housing all intact. No physical damage was found on the device. Upon inspection, customer problem was duplicated. Pump was found to be displaying 46228 error code message was found in the pump's event history logs. Recommend an error code to be cleared and reinstalled software applications.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 46822 prior to infusion. No adverse patient effects were reported.